Event description:
It was reported that the device had two separate electrical resets that were identified in a device status report. The resets were considered a flipped bit in the algorithm. The device automatically restored the programmed settings after each reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The power on reset parameters from the save to disk file (B)(4) indicates a partial reset counter of two, firmware reason hexadecimal (hex) of 3002 and 7008, write data (wd) reason hex of 60, reset wd reason of dclk edges, with clock stop status, reset firmware of starvation of hall sensor task detected (events not handled for more than 5 seconds) and incorrect programmable parameters checksum detected, on (B)(6) 2008 and (B)(6) 2012.